Manufacturer narrative:
H3/h6: one used device was returned for evaluation. As received, one tubing/buckle set was returned. The tubing was observed to be separated from the connector buckle. No other damages or anomalies were observed. The complaint of separation can be confirmed. The probable cause is due to unintentional pulling forces on the tubing. The device history record was unable to be reviewed as no lot number was provided.

Event description:
It was reported that the person with diabetes (pwd) had a tubing of the cleo 90 infusion set that had detached from the plastic cannula housing and did not realize this had occurred until they noticed a rapid increase in bg levels after lunch. Upon inspection, the pwd saw that the tubing had broken off and insulin was not being delivered. The pwd denied that the tubing had been snagged on anything prior to the incident. The pwd attempted to resolve the issue by replacing the tubing and reconnecting it to the existing cassette (not an ICU med product) and the current infusion site. Cps assisted him through the process of resolving the issue with the existing cassette and priming the new tubing. It was unclear how much insulin had been delivered before the tubing detached. Their blood glucose (bg)was 347 mg per dl with 5.4 units of active insulin. The pwd reported feeling symptoms of hyperglycemia, including nausea, but had not checked for ketones. There was no patient injury. Patient details were provided: the patient is 62-year-old, non-hispanic/latino born on (B)(6) 1963.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.